Manufacturer narrative:
One impl twist mp-1 3.75 mm 1 0 mm (1989), fixture mount and packaging were returned for investigation. Visual evaluation of the as returned products identified signs of wear threads due to usage. The devices were engaged. Functional testing to recreate the reported event was performed. The devices were able to disengage under application of excessive force. Therefore, the reported event was confirmed. No pre-existing conditions were reported. The reported devices were being placed in an unknown tooth site when the incident occurred. X-ray/picture image was not provided. Appropriate documentation was reviewed. DHR review for the lot (2019091341) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019091341) for similar events (complaint category keywords: functional: does not disengage/release) and 1 other complaint was identified under (B)(4). Based on the available information and functional testing, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown/not provided. Gender unknown/not provided. Patient weight unknown/not provided. PMA/510k: k943604. Device manufacturer date unknown/not provided.

Event description:
It was reported that the fixture mount and screw could not be removed from the spline twist. The doctor stopped using the implant and placed another product in the clinic. Tooth location not reported.